Event description:
It was reported that a spectrum infusion pump had numerous air in line alarms that were identified in the event history log which had occurred during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A review of the event history log confirmed air in line alarms on the reported event date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.